Event description:
Patient reports curlin pump malfunction. Lot and expiration unknown. Curlin pump was able to finish infusion (B)(6) 2022 but patient wanted it replaced as it had multiple errors and issues (details unknown). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a backup device they were able to switch to? No. Patient reports unexpected cold/nose dripping illness. No other information known. "Hyqvia:" diagnosis: disorder involving the immune mechanism, unspecified all known information is contained on this form. Consent to contact the reporter has not been received for follow up please contact the prescriber. Reported to (B)(6) by pt/caregiver.